Manufacturer narrative:
The device will not be returned for evaluation. We are unable to assess the product condition. The customer reported that the cannula was not inserted in the skin at the insertion site. If the cannula had not inserted properly at activation or had dislodged from the infusion site during wear, insulin delivery could be interrupted which could contribute to hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin -- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose measured 302 mg/dl at 7:41 am and his breakfast contained about 45 grams of carbohydrate, so he took a 10.3 unit insulin bolus with an additional 2 unit extended bolus. At 12:43 his bg was 243 mg/dl and his lunch had 40 g of carbohydrate, so he bolused 8.7 units with an additional 2.7 units extended. He stated he was not feeling well. At 3:45 pm his bg was 417 mg/dl; he corrected with a 9.3 unit bolus. At 4:55 pm his bg remained elevated (395 mg/dl); an additional 3 units were bolused. He stated that the cannula was not in his skin and was also bent. The pod was discarded and will not be returned.